Event description:
It was reported that the image on the 9900 system was displaying various degrees of lightness and darkness. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and image intensifier were re-aligned during the service call. The system was tested and found to be working as intended and put back into service.